Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, hospital 5.2. Date: (B)(6) 2012, inratio: 2.6, lab: 4.0. Pt self tester went to the hospital yesterday due to an aneurysm on her neck. Her inr was checked in the hospital; inr = 5.2. Today her physician advised her to test on her meter, inr = 2.6. Pt went to the lab per her doctor's advice and the venous draw had an inr = 4.0. Pt has noticed some bruising on her arms. Therapeutic range: 2.6-3.0.

Manufacturer narrative:
Investigation pending.